Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The being treated was located in the calcified left anterior descending artery. The physician advanced the 3.50x28mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent struts were lifted at the distal end. The physician then used a 3.0 x 20mm nc quantum apex balloon catheter to predilate the target lesion .the procedure was completed by implanting another 3.50x28 promus element plus stent. No patient complications were reported and patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The being treated was located in the calcified left anterior descending artery. The physician advanced the 3.50x28mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed and it was noted that stent struts were lifted at the distal end. The physician then used a 3.0 x 20mm nc quantum apex balloon catheter to predilate the target lesion .the procedure was completed by implanting another 3.50x28 promus element plus stent. No patient complications were reported and patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The proximal stent struts on row one of the stent were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A midshaft hypotube break was noted 380mm from the device tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).